Manufacturer narrative:
Correction: g.4. Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical analysis a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation test ¿ passed. System air leak test ¿ passed. Post-ast 2 hours 15 mins 8500ml simulated treatment was performed without any failures or problems. No fluid leaks were found after simulated treatment. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported a hole on the cassette causing it to being moist during a pd treatment. In a follow up, the patient reported being able to complete treatment manually the same day. The patient mentioned that there was a cycler message, and the patient cancelled the treatment during a fill,. When the patient opened the door to remove the cassette, the patient could see there was a little hole in the cassette and it was moist. The patient called the nurse the following day and reported the issue and the patient was given cephalexin just to prevent any infection. No patient adverse effects were experienced, and no medical intervention was required. Patient continues use of the cycler with no further issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a hole on the cassette causing it to being moist during a pd treatment. In a follow up, the patient reported being able to complete treatment manually the same day. The patient mentioned that there was a cycler message, and the patient cancelled the treatment during a fill, when the patient opened the door to remove the cassette, the patient could see there was a little hole in the cassette and it was moist. The patient called the nurse the following day and reported the issue and the patient was given cephalexin just to prevent any infection. No patient adverse effects were experienced, and no medical intervention was required. Patient continues use of the cycler with no further issues.